Event description:
Revision surgery because of a broken mp stem.

Manufacturer narrative:
We already contacted the user to receive more information and material. So far we are not able to conduct a comprehensive investigation. The event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mp reconstruction system also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.